Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a missing ground pin. It was also reported that the bed lost all motor functions due to malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.